Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the atrial lead had fallen at the day one post operative check. Lead revision was performed. The atrial lead is still in situ. The lead was implanted with all values being within normal limits at implant. At post op it was noted to be not capturing and when the patient was sent for an xray it had fallen. The patient was taken back to ot on (B)(6) 2018, in which the same lead was used after being repositioned.